Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic torn nearly in half. One haptic arm is bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the leading haptic tore the posterior capsule upon insertion into the left eye. The lens was removed and replaced with another model lens.